Event description:
It was reported that insulin in the reservoir compartment was found while changing the reservoir. The blood glucose reading was 127mg/dl. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.